Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 401 mg/dl and a high ketone level identified as dangerous by healthcare provider. Suspected cause was due to the customer not updating their pump clock after daylight savings occurred. Customer was treated with intravenous fluids of saline and insulin and potassium to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin within the pump supplies.